Manufacturer narrative:
The reported event that proximal target adapter t2 scn was alleged of - proximal misdrilling / problems during drilling could not be confirmed, since the returned device is conforming to specifications and fully functional. Based on investigation, the root cause was attributed to a user related issue. The failure is rather related to a sub-optimal intraoperative procedure. The device inspection revealed the following: the received proximal target adapter t2 scn shows traces of a long and intense use. The printings on the target device were turned from white to fawn; an indication for a high level of sterilization cycles. Apart from that, the device is in general good condition and further significant damage was not found. A pre-surgical function test (¿pre-operative check¿) with the returned proximal target adapter and sample devices was performed. The function of the target adapter was still given. The alleged mis-targeting could not be reproduced. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that when the distal side of the proximal screw was inserted, it was missed the target . Therefore, the screw was removed and operation was finished. The doctor's comment: when drilling for the proximal lateral screw, sometimes involved fascia, it may be due to a failure to drill smoothly.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that when the distal side of the proximal screw was inserted, it missed the target. Therefore, the screw was removed and operation was finished. The doctor's comment: when drilling for the proximal lateral screw, sometimes involved fascia, it may be due to a failure to drill smoothly.